Manufacturer narrative:
We have not received the complaint device for evaluation. Hence, we could not conclusively determine the root cause of the failure. Device was tested by the surgeon before use and he found it be operating properly. Balloon failed to deflate after surgeon pulled the thrombus from the graft. So, he punctured the balloon using a syringe in order to remove the catheter from the patient's vessel. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. As part of our manufacturing process, a 100% balloon and winding inspection are performed on each of the manufactured product to ensure each catheter operates properly. We have performed a pull test on a sample of units from this lot number during our in-process inspection. All of those units passed the test requirements when the balloons were pull tested to their validated force. After receiving this complaint, we have also tested a sample of units from this lot by inflating and deflating the balloons inside a test fixture. No issue was noted in any of the catheters. At this time, we are inconclusive about the root cause of the defect. There was no injury to the patient as the result of this incident. Please note that we have reported manufacturer's incident report # 1220948-2020-00008 and 1220948-2020-00010 for other two incidents that were reported to us by the same risk manager for this issue.

Event description:
During percutaneous thrombectomy, surgeon removed the thrombus from a graft by pulling it through with the inflated balloon of lemaitre single lumen embolectomy catheter. However, when he attempted to deflate the balloon to remove the catheter from the patient's blood vessel, he was unable to deflate the balloon. He had to puncture the balloon using a needle to deflate the balloon. This is the second incident reported to us by the same risk manager for this issue.